Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that: when leaving hospital, I was paged to return to or room post surgery. Patient post op films showed an unknown foreign object just proximal and slightly medial to the greater trochanter. Operating room staff inspected stryker loaner instruments that were used on case and found that the custom adaptor cat # I-h1335hf00 appeared to be missing a piece of metal similar to size shown on x-ray.

Manufacturer narrative:
An event regarding split collet fracture involving a specialty accolade quick connect stem impactor was reported. The event was confirmed. A comprehensive evaluation of the complaint device could not be performed as the device was not returned for evaluation. A review of the provided images of the device confirmed the reported event. One of the spring tabs is missing from the tip of the device. It is also noted that the central post of the tip is slightly bent, which suggests the device may have been subjected to off-axis loading. The exact root cause of the device could not be determined as the device was not returned for inspection. Review of the images provided noted the central post of the device was bent, which suggests the device was incompletely seated during use, or subjected to off-axis loading, both of which constitute misuse of the instrument. No evidence of material or manufacturing defects was apparent during the investigation, however inspection of the device would be required to definitively confirm this.

Event description:
It was reported that when leaving hospital I was paged to return to or room post surgery. Patient post op films showed an unknown foreign object just proximal and slightly medial to the greater trochanter. Or room staff inspected stryker loaner instruments that were used on case and found that the custom adaptor cat # I-h1335hf00 appeared to be missing a piece of metal similar to size shown on x-ray.